Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was moving around the pocket. The patient noticed in the past month that the ins was moving around the pocket. No outcome or intervention reported. No patient symptoms reported. Additional follow-up is being conducted, if additional information is received a follow-up report will be sent.